Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display and also had blank display after receiving new battery cap. Customer stated no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to corrosion on the lcd connector located on pcba2. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.